Manufacturer narrative:
Analysis found that there was a lab failure of a low battery reset with an undetermined cause. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis. The patient was receiving an unknown drug via an implanted pump. The indication for use was not reported. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.